Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating he had a right hip replacement done on or about (B)(6) 2007. He reported that about 2 years ago. He started experiencing strange clicking noises when he walks.